Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: I would like to report a fault with venflons that we purchased. The issue is when fluid is put through it leaks from both sides of the venflon.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: I would like to report a fault with venflons that we purchased. The issue is when fluid is put through it leaks from both sides of the venflon.

Manufacturer narrative:
Investigation summary: there was no sample or photo provided to bd for evaluation with the reported material and lot number. Bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.